Event description:
The customer reported falsely elevated architect toxo igg and provided the following data for a pregnant patient: (reference: < 1.6 iu/ml is non-reactive, 1.6 to < 3.0 iu/ml is considered grayzone, = 3.0 iu/ml is reactive): on (B)(6) 2024, sample ID (B)(6), result was 3.1 iu/ml and repeat result was 2.9. Result by reference laboratory was 0 iu/ml (elfa method). On (B)(6) 2024, a new patient sample, sample ID (B)(6) result was 2.9 iu/ml. Result by reference laboratory: 0 iu/ml (elfa method). Historical patient results: on (B)(6) 2024, sample ID (B)(6), result was 0.5 iu/ml. On (B)(6) 2024, sample ID (B)(6), result was 0.4 iu/ml. Result by reference laboratory was 0 iu/ml (elfa method). Other laboratory values: sample ID (B)(6), toxo igm was 0.07 index and 0.09 index. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any issues with the complaint lot. The overall performance of the architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 61399be00 is within established limits and thus comparable to the historical lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect toxo igg reagent lot 61399be00 was identified.

Event description:
The customer reported falsely elevated architect toxo igg and provided the following data for a pregnant patient: (reference: < 1.6 iu/ml is non-reactive, 1.6 to < 3.0 iu/ml is considered grayzone, = 3.0 iu/ml is reactive): on (B)(6) 2024, sample ID (B)(6) result was 3.1 iu/ml and repeat result was 2.9. Result by reference laboratory was 0 iu/ml. (Elfa method) on (B)(6) 2024, a new patient sample, sample ID (B)(6) result was 2.9 iu/ml. Result by reference laboratory: 0 iu/ml (elfa method) historical patient results: on (B)(6) 2024, sample ID (B)(6) result was 0.5 iu/ml. On (B)(6) 2024, sample ID (B)(6) result was 0.4 iu/ml. Result by reference laboratory was 0 iu/ml. (Elfa method) other laboratory values: sample ID (B)(6) toxo igm was 0.07 index and 0.09 index. There was no reported impact to patient management.